Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurate high results compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on the medical surveillance specialist (mss) review of the call recording since the patient was unable to be reached by phone for additional information. The patient stated that the alleged meter inaccuracy began on (B)(6) 2018 at 4:30 pm, although no blood glucose readings were reported at the indicated time. The patient informed the csr that on the same day, at 9:04 pm, she obtained alleged high blood glucose readings of ¿353, 277 and 237 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with a combination of lantus insulin and glipizide tablets (unspecified dose) and in response to the alleged inaccurate high results, the patient took 20 units of humalog insulin. 30 minutes after the alleged issue began, the patient confirmed developing symptoms of ¿nausea, dizziness and sleepiness¿. The patient treated herself with ¿coke and grapes¿, in response to the alleged symptoms. The patient reported to visit the emergency room (ER), where, at 10:07 pm, her blood glucose level was checked, obtaining a reading of ¿107 mg/dl¿. The patient denied receiving any treatment while at the ER. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient was testing with test strips that had expired. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate high results obtained with the subject meter.